Manufacturer narrative:
Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the gantry microphone failed and therefore, the operator could not hear the patient. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation to determine the cause of the event.

Manufacturer narrative:
The customer reported on (B)(6) 2018 that the gantry microphone failed and therefore, the operator could not hear the patient. The customer confirmed with the philips helpdesk (when this issue was reported) that there was no patient impact and no harm as a result of this event. A philips field service engineer (fse) arrived at the customer site on (B)(6) 2018 to evaluate the CT system. The fse identified a damaged gantry microphone and determined there was no cable connection to the microphone on the lcd bezel assembly. The fse installed the cable for the left front microphone to gantry audio and the right front microphone to gantry audio board cable to resolve the issue. The system is operational and in clinical use. This event has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.